Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300- 467 mg/dl. The customer used insulin injections and boluses via the pump to address the bg level. During one occlusion, the customer stated that the infusion site appeared to be "damp." A system check was performed with the most current occlusion and the occlusion appeared to be within the tubing. The customer stated that apidra insulin was being used in the cartridge.